Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. The explanted device components will not be returned by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).